Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and replaced sweep flow (sf1) tubing that was detached (popped off) from a fitting; resolving the leak. (B)(4).

Event description:
While servicing a coulter lh 500 hematology analyzer, a beckman coulter field service engineer (fse) identified a leak. The leak was an unknown amount of cleaner/diluent that leaked from the analyzer and was contained within the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.